Event description:
It was reported that the patient¿s right ventricle (rv) lead exhibited noise and high pacing impedance. The rv lead was explanted and replaced with a new one. The patient was stable throughout.